Manufacturer narrative:
Qc level 1 was on the low side and levels 2 and 3 were within the established ranges before the event. A field service engineer (fse) went on-site, cleaned the albumin (alb) cup and stirrer, performed a lamp calibration and calibrated alb. Fse reviewed service history and there have been no more reports of incorrect alb results.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxc 800 pro synchron chemistry analyzer generated 65 erroneously low albumin (alb) patient results. The customer sent in a total of 76 patient results but 11 were within precision claims. One patient of the 65 expired but it was not due to the low alb. The customer provided data confirming that the death was caused by heart disease and not related to the low alb reported result and there was no change to this patient's treatment based on that result. There was no affect to the other patients involved in this event.